Manufacturer narrative:
Findings: unit received with stuck at full segment display due to faulty 2 I/b. Unable to verify watchdog timeout alarm due to blank display noted. Unit received cracked case at display window corner. Unit received with cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump alarm watchdog timeout. Customer's blood glucose at time of incident was unknown. The customer stated that is still stuck on the rectangular blank screen after trying a fresh new battery. The customer was advised that the device would be replaced. The customer was advised to revert to a backup plan.